Event description:
Pt tested blood glucose as 409 mg/dl in am., on suspect device. Approximately 5 minutes before going to dr.'s office pt tested blood glucose = 53 mg/dl. At dr.'s office on dr.'s meter the pt's blood glucose = 17 mg/dl. Dr. Sent pt to hospital where glucose was given intravenously. Pt tested with suspect device and blood glucose = 390 and hospital meter blood glucose = 296. Pt is still hospitalized.